Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: suboptimal medical documentation and imaging studies were available for this review. Product appropriateness and patient candidacy appeared to be congruent with the IFU. Given the patient's medical history and device longevity, disease progression might have contributed to this event. Nine days post implant, there was substantiated evidence of an infected graft, and bacteremia (complication); a nuclear medicine scan denoted the graft as the likely source of the bacteremia. At this time, there was substantiated evidence of a mid-body endoleak near the superior margin of the bifurcated stent, which supported a type iii a endoleak and/or a type ii endoleak from the ima; no angiogram or delayed CT imaging were available. There was adequate overlap, but the cuff was two sizes bigger in diameter than the main body. This event should be categorized as an unknown endoleak. Serial CT surveillance at one, three and four months post implant demonstrate little change in the sac and/or the appearance of the mid-body endoleak; a type ia could not be substantiated. Of note, there was a newly developed right common femoral artery pseudoaneurysm at two months post implant. At twenty-seven months post implant, there was evidence of an overlap reduction by nearly 2 cm, due to aortic remodeling; a small type iii a endoleak was suspected, but not clearly defined. The cuff remained in a suprarenal position (no cuff migration). There was an associated sac increase, and there might have been evidence of a small type ia endoleak that was not observed on earlier scans. Forty-one months post implant, the substantiated secondary procedure of two competitor's proximal cuffs and multiple angioplasties minimized, but did not exclude a persistent endoleak. The surgeon denoted a type ia and type ii endoleak, but these findings were substantiated by medical documentation only. The final patient disposition could not be established due to lack of information. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the exact root cause could not be determined based upon available information.

Event description:
It was reported that approximately 41 months post implant of a bifurcated device and a suprarenal aortic extension the patient had a routine follow-up and a computed tomography scan was performed on an unknown date. The CT scan indicated the patient had an endoleak. The physician elected to implant two competitor devices on (B)(6) 2014 to correct the endoleak. There was still a small endoleak post procedure but the physician thought it would be resolved once the medication wore off. Physician will perform a follow-up CT in a month.